Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) incorrectly classified a ventricular fibrillation (vf) episode as supra ventricular tachycardia (svt). The patient coded once before being transferred to the intensive care unit (ICU), and then coded two more times after being transferred. The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.